Event description:
On (B)(6) 2012, the pt reported that during an infusion site change she noticed that the cannula of the infusion set was bent. She stated, there was an insulin leak at the infusion site; she noticed if when she delivered a bolus of insulin. She is not sure how the cannula became kinked. The pt inserted a new headset and was able to deliver her bolus with no further concerns. The pt was sent an insertion device as a courtesy. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.